Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced during the evaluation of the device. The alarm was confirmed during baxter's functionality testing. During the evaluation, the upstream sensor had fluid numbers within specification. The upstream sensor has been known to contribute to false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.